Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced an episode of diabetic ketoacidosis (dka), beginning with episodes of vomiting. The parent checked the patient¿s cgm, which displayed a glucose level exceeding 300 mg/dl. No initial fingerstick (fs) glucose test was performed. Based on the cgm reading, the parent administered 8 units of insulin. Despite this intervention, the cgm continued to show glucose levels above 300 mg/dl. Concerned about the persistent hyperglycemia, the parent contacted emergency medical services (ems). Upon arrival, paramedics performed an fs glucose test, which returned a result of ¿high.¿ the cgm also continued to display readings above 300 mg/dl. Ems administered intravenous (IV) fluids and anti-nausea medication, and the patient was transported to the hospital. At the hospital, another fs glucose test again showed ¿high,¿ consistent with the cgm readings. The patient was admitted and treated with IV fluids and continuous glucose monitoring. Blood work was conducted as part of the evaluation and management. The patient remained hospitalized for three days. During this time, glucose levels were closely monitored and gradually improved with treatment. At the time of discharge, the cgm reading was 206 mg/dl, and the patient was reported to be in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator initially when the patient experienced the symptoms and when the patient was in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.